Event description:
It was reported that the flex deflectable videoscope had scope failure e218. There were no reports of patient harm.

Manufacturer narrative:
Full establishment name- (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. During the device evaluation, image noise was observed, and the image could not be displayed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that both events, e218 (scope failure error) and image noise, occurred due to stress from repeated use, external factors, or handling of the device. The image sensor unit may have been damaged, such as from disconnection, or a part mounted on the electrical circuit board, like integrated circuit chips or capacitors, may have broken, which could have led to the subject events. The event can be detected/prevented by following the instructions for use: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.